Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 3-october-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse took apart and cleaned the incubator assembly to ensure the bearings where not stuck. The fse performed several cup transfer tests. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was the dirty incubator.

Event description:
On (B)(6) 2016, a customer reported rotor errors and grinding noises with the aia-600ii analyzer. The customer cleaned and dried the analyzer but the error persisted. The customer is unable to run ipth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.